Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the patient used the trapeze to assist in sitting up in the bed. The trapeze "o" ring broke and hit the patient in the head. Additional clinical follow up with the customer indicated that the patient received minimal laceration as result of reported event.